Event description:
It was reported a pt had diagnostic catheterization procedure on (B) (6) 2010. Post diagnostic catheterization procedure the common femoral artery was assessed for closure and an angio-seal was deployed and hemostasis was achieved. The pt was discharged from the hospital the same day. The pt stated that she sat in a recliner all day. The pt's husband reported that her groin had been oozing all day and had soaked through 4x4 gauze bandage several times and was replaced several times. That same evening around 9:00-9:30pm, the pt and husband came back to the hospital emergency room due to the consistent groin oozing. A radiology technologist was called into assess and treat. The radiology technologist held manual compression for 30 minutes using an adjunct d-stat dry hemostasis patch to achieve hemostasis. The pt was admitted for observation overnight and was discharged on (B) (6) 2010. The physician commented that the pt has some kind of bleeding disorder and had been on prescribed medications, plavix and asa (dose unk) prior to the catheterization procedure.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible as the lot number of the device was not available. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal device has not been established in pts with a bleeding disorder, including thrombocytopenia, thrombasthenia, von willebrande's disease, or anemia.